Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's son reported via phone call that the customer passed away at home. The cause of death was reported as congested heart failure and liver and other organ failure. The customer was not wearing the insulin pump at the time of passing. The customer was not using sensors at the time of passing. It was reported the customer had a blood glucose of 300 mg/dl to over 500 mg/dl. It was documented the customer called in for assistance adjusting pump settings the day before they passed. The caller stated there were no malfunctions or problems with the device. The caller reported the death was related to complications with multiple organ failure. The insulin pump will not be returned for analysis.